Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had a keypad anomaly. The blood glucose reading is 181 mg/dl.

Manufacturer narrative:
The act and down arrow buttons were unresponsive due to moisture damage on the keypad traces. No noise anomaly could be tested due to the unresponsive buttons. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.